Event description:
The end user stated he opened a new tube of stomahesive paste 3 days ago, and when he took his wafer off on the 3rd day, he noticed blistering on skin underneath the stomahesive paste.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated the stomahesive paste came from a home health agency when they were coming to his home and he is unsure if blistering is from paste or removing the wafer. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.